Event description:
Device report from (B)(4) reported an incorrect fit of a pt specific implant, device was missing a drill-hole. Surgeon is considering a possible revision.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.